Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer was advised to perform total instrument maintenance, decontaminate the lines, replace the probe and check bulk solution dispensers. After the maintenance was performed, the recalibration failed. The customer performed troubleshooting of the issue and centrifuged calibrator a and recalibrated successfully, however, since the recalibration was from troubleshooting the issue, the customer did not report patient results. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.